Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stuck button alarm occurred. The customer alleged that nothing was pressing the wake button. Customer's blood glucose level ranged from 90-200 mg/dl. Customer was able to clear the alarm and continued using the pump for insulin therapy. It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was able to reload the same cartridge and resume insulin delivery.